Manufacturer narrative:
Customer technical support (cts) contacted the patient on (B)(4) 2013 and obtained the following additional details about the complaint. It was reported that twice, once in (B)(6) 2013 and once in (B)(6) 2013, the patient experienced hypoglycemia after battery replacement. The patient reported that he used the ezbg bolus feature to calculate a correction bolus for elevated blood glucose (bg) sometime in (B)(6) 2013. A low battery warning appeared a short while later, and the patient said the battery was removed and replaced. The patient stated that a second correction bolus was calculated and that the amount delivered was greater than needed because the insulin-on-board (iob) from the initial bolus did not appear in the calculation. The patient reported bg 40mg/dl with sweatiness and shakiness; the hypoglycemia responded to self-treatment with oral carbohydrates and resolved within 20 to 30 minutes. The patient stated that they event in (B)(6) 2013 was similar to the one described for the (B)(6) 2013 event but did not recount the details. The alarm history was reviewed; the low battery warnings could not be confirmed as the history was overwritten with newer records. The patient claimed that he did not know at the time that the iob amount was cleared upon battery removal. Later, the patient indicated, the information was found in the owner¿s booklet. The patient said that insulin pump therapy continues and that no malfunctions were noted. However, the patient claimed that the pump design, that allowed the iob to clear, was the cause of hypoglycemia on two occasions. Cts instructed the patient that iob, temporary basal, and combo bolus settings that were active prior to battery change are cleared. The patient was also taught how to check status screen #2 prior to battery change to obtain information about last bolus and iob total.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, animas received voluntary report # (B)(4) from a patient who alleged that unexplained hypoglycemic events occurred after changing the battery on the insulin pump. There was no additional information provided about the hypoglycemic events. After the alleged events, the patient noticed that the insulin-on-board (iob) amounts were not retained in the pump after removal of the battery. The patient claimed that the bolus calculator did not take into account insulin delivered prior to the battery change and calculated a bolus that was larger than needed. The patient provided examples of how the pump calculated boluses prior to and after battery changes. The feature described by the patient is part of the design of the pump and does not represent a malfunction. Multiple attempts to reach the patient have been made but have been unsuccessful at this time. This complaint is being reported because of the patient allegation that the iob portion of the bolus calculator does not accurately reflect actual iob after battery removal and replacement and that hypoglycemia may result.